Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate there was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. Should any additional clinical information be provided this complaint will be re-evaluated. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during shoulder surgery, when attempting to remove a healicoil knotless anchor, the anchor came out with the inserter. The anchor was removed with the inserter device and the tip of the anchor was retrieved from the sutures by sliding off manually. Patient had a soft bone. Procedure was resumed, after a non-significant delay, with a back-up device. The back-up device was not inserted in the original bone hole, so there was a void left in patient and an additional bone hole was required. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).